Manufacturer narrative:
Device was received with blank display due to power connector not plugged in properly. Unable to verify battery power loss alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was dead and will not turn on. Customer¿s blood glucose was unknown. Customer stated that insulin pump alarmed replace battery or insert battery. Customer stated that display did not return after restart and customer was unable to perform troubleshoot for alarms as screen remains blank. Insulin pump will be returned for analysis.